Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: (B)(4) implantable cardioverter defibrillator implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported that the patient received an inappropriate shock for a rapidly conducted atrial fibrillation. There is t-wave oversensing on the right ventricular lead. Both the device and lead remain in use. No further patient complications have been reported asa result of this event.